Event description:
It was reported the pt (B)(6) felt pain at the incision where the lead was inserted. She stated she felt a sharp pain that radiated from her neck to her head that occurred when she moved her head. She also reported pain when lying down. Although she reports a reduction in her pain, se reported she sometimes needs to turn the stimulation off as it makes her nauseous and feels too intense. It was also reported she feels muscle pain and her muscles feel taut when stimulation is on. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.